Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Blood glucose level at the time of the incident was 2.7 mmol/l. The customer was treated with food for low blood glucose. Customer reports insulin pump system was not been in use within 48 hours of reported low blood glucose event. Insulin pump proceeded with blank display. The device will not be returned for analysis.